Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, the patient experienced a loss of signal between transmitter and smart device, and a hypoglycemic event. Patient's mother reported that the g5 mobile application had no readings because of signal loss. Patient's mother performed a ketone test. The ketone test indicated a high blood glucose (bg) level. Because of the ketone test result, patient's mother took patient to the emergency room (ER). It is not known what treatment the patient received at the ER. At time of contact, patient is healthy. No additional patient or event information was provided. Data was provided for evaluation. The reported loss of connection was confirmed via data. The root cause could not be determined.